Manufacturer narrative:
The following info concerning the eval of the device is a summary of the info documented by the cardinal health service dept tech. The cardinal health service dept tech evaluated the device and determined that the root cause of the reported event was that the alarm reed plate missing from the alarm cap assembly. Unrelated to the reported event the service dept tech found that the device was also out of calibration. The cardinal health service dept tech replaced the affected component and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the customer ready to be placed back into service. No component or system trend has been identified and this is considered to be an isolated incident.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "The customer is sending the unit in for repair secondary to the unit does not alarm when one of the gas sources is removed the customer is unsure if the unit has ever been overhauled. The issue was identified through their check procedure in the bio-med prior to putting it into pt use. No pt issues noted potential discrepancy was found in bio-med shop, I will process.